Event description:
It was reported that during setup and inspection for use (i.e., during room setup before the patient was brought in), the colonovideoscope had b30 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: start-up reports error e216. A root cause could not be identified for the reported malfunction. Based on the results of the investigation for the additional e216 error found: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.